Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the proximal and distal conductors of the lead developed a fracture at the first rib/clavicle location while in vivo and the inner and outer insulations of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical products: 407452, lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer after being explanted and returned with no information. The ra lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.